Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-feb-2029, UDI #: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 28-jan-2029, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (intellis adaptivestim pain) and two lead 977a260 5 mm compact 1 x 8 magnetic resonance imaging (MRI) leads experienced a fall approximately three weeks prior to the report. Since the fall, the patient reported excessive stimulation in the legs and stimulation in an undesired location. The patient also experienced pain at the implantable neurostimulator site, located just right of the spine. X-rays were obtained and showed that one of the leads had migrated from t7 to t11. The physician believed that the anchor may be in subcutaneous tissue due to the lead being pulled down. New dtm programming was provided to avoid the affected lead, and impedances were within normal limits. The physician planned to obtain prior authorization for lead revision or replacement and a pocket revision, but nothing had been scheduled at the time of the report. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the physician was able to remove the lead that had migrated and replaced it with a new lead. The rep noted the patient was doing well.